Event description:
Customer reported an emergency room visit due to low and high blood glucose readings. Customer stated that he had no strips to take his blood glucose readings prior to hospitalization. Customer was released after six hours. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.